Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a heparin infusion was programmed to infuse at 13ml/hr however it was noted to have infused at 305ml/hr. There was unspecified harm to the patient.